Event description:
On (B)(6) 2011, the pt underwent treatment for abdominal aortic and iliac artery aneurysms with gore excluder aaa endoprostheses. After repositioning the c3 device once, the physician deployed the ipsilateral leg of the trunk, without retracting the sheath. When attempting to remove the c3 catheter, it was catching on the ipsilateral leg inside the sheath, and then when the sheath was withdrawn, the trunk was seen to have moved approx. 15 mm distally. The trunk was extended proximally with aortic extenders, and the pt tolerated the procedure with no other complications.

Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specifications.